Event description:
It was reported that a spectrum pump doesn¿t recognise closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported issue was not reproduced. A review of the event history log revealed ''shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty upper hook switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.